Event description:
It was reported that the subject device had a loose head and a blurry picture there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found moisture inside the charge coupled device lens. Additionally, a cut on the cable was noted. A device history record review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." Reference page 12 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 12 as per IFU. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.